Event description:
The customer reported the system displayed an error message. The fse noted this as "precharge circuit timer message". This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.